Manufacturer narrative:
Follow-up #1 date of submission 03/22/2017-product analysis: the device was returned and evaluated by product analysis on 02/28/2017 with the following findings: review of the pump¿s black box revealed the last basal delivery was on (B)(6) 2017. A basal-edit-not-saved record was recorded on (B)(6) 2017 at 18:35 and 18:36, indicating the user attempted to edit the basal rate but did not select save. The pump was manually suspended on (B)(6) 2017 at 22:16; manual resume occurred at 22:49. A replace-cartridge alarm was recorded on (B)(6) 2017 at 16:07; deliveries resumed at 16:16. Two battery compartment cracks were observed. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas, alleging a casing condition (cracked/damaged casing) issue. The reporter stated that the patient had a blood glucose (bg) of 400mg/dl with polydipsia, extreme drowsiness and trace ketones. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Troubleshooting was done and the battery compartment was found to be cracked. This report is being made due to the bg excursion the patient experienced due to an alleged casing condition issue.